Event description:
A home pt contacted baxter's technical service center regarding an alarm to check position. The reported alarm occurred during fill one. Reportedly, the pt line was full of air. The home pt's spouse reported there was no leak noted. The pt connected after prime, and did not pass initial drain. The home pt started over with new supplies and therapy was completed. There was no report of pt injury or medical intervention per the home pt's spouse.